Event description:
The customer observed falsely elevated magnesium results for 3 samples on the architect c8000 analyzer. The following data was provided (mg/dl): one outlier greater than 7.8, when repeated on an alternate instrument result was normal (no specific result provided). Initial 7.1, repeat 3.9. Sid (B)(6) initial 2.1, repeats 6.1, 2.1, 2.0. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Field service replaced the mixer and further optimized the system by replacing the r1 probe, cuvette dryer tip and manually washed/cleaned the cuvettes. Based on the available information, no product deficiency was identified.